Event description:
During a closed reduction and multiple screw fixation for left femoral neck fracture, doctor inserted the oic cannulated screwdriver shaft into the operative side (left) hip of the patient. The tip of the instrument broke off in the patient's hip. Doctor was able to successfully remove the tip piece, and no harm was done to the patient. No injury is seen, and it is 100% evident that the broken piece is removed from the hip as continuous x-ray with c-arm is being done throughout the surgery. This is confirmed by x-ray. Again, no harm was seen from this incident. Health care provider felt doing a report is just an added measure of safety in this case. A red broken instrument tag is attached to the cannulated shaft with a note detailing the break.